Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 40 mg/dl range after delivering meal boluses. Reportedly, the pump carbohydrate ratio needed to be adjusted. Tandem technical support guided the customer through adjusting the carbohydrate ratio. Customer addressed low bg levels with food and glucose tablets.